Manufacturer narrative:
Additional information was added to d4, h4, h6, and h10: d4: the lot does not have an expiration date. H4: the lot was manufactured between june 21, 2013 ¿ june 25, 2013. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed between the blue piece and white piece of a vial-mate adapter. This occurred during the dilution of the solumedrol. Preparation was started over with new supplies with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8280. For this event. Should additional relevant information become available, a supplemental report will be submitted.